Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our service center in (B)(4) where it was visually inspected by a trained fph service engineer. Therefore, our investigation is based on the information provided by the fph regional office. Results: visual inspection revealed that the gas outlet port was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the reported damage occurred after the subject neopuff unit was released for distribution. The complaint rd900 neopuff was fitted with a replacement fascia and valve system and was returned to the customer after passing the necessary safety and performance checks.

Event description:
A distributor in (B)(6) reported that the gas outlet port on an rd900 neopuff infant resuscitator was damaged. They further requested a repair of the device. This was found prior to patient use.